Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial/lot #: unknown, implanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a trial patient who was implanted on (B)(6) 2018, for a verify enhanced advanced evaluation (ae) for urgency frequency. It was reported that the trial patient felt they may have pulled out the wires. It was unknown, if there were any environmental/external/patient factors that may have led to the issue. A program change was made, but the patient was unable to feel the stimulation. It was unknown if the issue was resolved at the time of report. It was unknown if any surgical intervention had occurred or was planned. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.